Manufacturer narrative:
Product complaint #: (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2022, the patient underwent the surgery with the insert in question. In the surgery, the insert could not be placed because it did not fit properly. Therefore, an insert with a size 1 mm smaller was used. The surgery was completed successfully without any surgical delay. No further information is available.

Manufacturer narrative:
Product complaint (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information, which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained, that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint (B)(4). Investigation summary: visual examination of the returned device cannot confirmed, the reported allegation. Depuy synthes considers, the investigation closed at this time. Should additional information be received, the information will be reviewed. And the investigation may be re-opened as necessary. Device history lot: a manufacturing record evaluation was performed, for the finished device and no non-conformances / manufacturing irregularities related to the malfunction were identified. A search of the depuy nonconformance (nc) quality system found, no nc¿s associated with this product/lot combination. Device history review: a manufacturing record evaluation was performed, for the finished device and no non-conformances / manufacturing irregularities related to the malfunction were identified.